Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting high capture threshold. The physician elected to explant the lead. During procedure the lead broke. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in stable condition.